Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 33 fractured. Construction was a removable prosthesis. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant after 13 years in situ.

Event description:
Implant fracture.